Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 37 mg/dl. The customer treated the low readings with juice. The customer also had high readings of 410-415 mg/dl and treated with a needle. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that the insulin did exit. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.